Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -09.50 diopter, in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to low vaulting. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
(B)(6) device code: (B)(4) - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).